Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 26-may-2018 through aware date (B)(6)-2019. There were no other similar events reported during the searched period. The aia-360 operator's manual under chapter 7: error messages and flags states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message: 3020 diluent low meaning: insufficient diluent. Troubleshooting: after confirming that 'assay' displayed on the upper right of the assay monitor screen changes to 'stop', replace the diluent with new one and press the start key to restart assay operation. The most probable cause of the reported event was due to a faulty diluent bottle cap with sensor and a level sensor lead wire.

Event description:
A customer reported getting error message "3020 diluent low" on the aia-360 instrument. The customer cleaned the diluent sensor, but error message reoccurred. The technical support specialist (tss) sent replacement parts to resolve the reported event. The tss confirmed that after replacement of the diluent bottle cap with sensor and level sensor lead wire the reported error message "3020 diluent low" was resolved. The reported event resulted in delayed reporting of cardiac troponin I (ctnl 2) and creatine kinase mb isoenzyme (ck-mb) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.